Event description:
Reportedly, after programming twin trace rate response mv signals observed on the atrial channel. Programmed changed to sensor only rate response.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the deflections with coupling intervals of 125 ms, i.e. At 8 hz which are visible are not related to physiological signals. However, they exhibit a noise pattern which is typical for 1. A high atrial lead impedance (related to an atrial lead issue and/or an atrial lead connection issue) and/or 2. An atrial lead with a high polarization at the lead tip. This dual chamber pacemaker connected to a bipolar atrial lead uses the atrial channel for minute ventilation (mv) current injection (8 hz pulses): a constant current is injected between the tip of the atrial lead and the pacemaker can. In normal conditions, the mv current injection pulses are not detected. However, when the atrial lead impedance is abnormally high, these injection pulses generate an abnormally high voltage signal which may be detected, leading to the observed atrial noise pattern. Investigations have shown that also leads that present with an abnormal high lead polarization may facilitate mv oversensing. It should be noted that deactivating the mv sensor should prevent mv oversensing / inappropriate mode switching / recording of episodes with 8 hz oversensing in the atrial channel. In this particular case, a reprogramming was performed to prevent this mv oversensing. This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.